Manufacturer narrative:
The reported event is confirmed manufacturing related as black foreign substance was found within packaging. Visual evaluation of the returned sample noted one opened arctic gel pad kit present with original open packaging. Visual inspection of the pad surface noted no obvious visible defects such as cuts or tears in the foam. Visual inspection of the clear connectors noted no visible chips or deformities at the ends of all connectors. Visual inspection of the tubing for all the pads noted no kinks. Visual inspection no hydrogel separation. Visual inspection noted carbon particles along the perimeter of all pad with carbon package not sealed properly. Therefore, product does not meet specifications according to ip7602996 revision 13 loose or embedded foreign matter greater than 1/16¿ in length is not allowed and shall not exceed total aggregate of 0.6 mm² in the area per tappi dirt estimation chart. Although an exact root cause could not be determined a potential root cause could be defective/contaminated components from supplier. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labelling review is not required as labelling would not have prevented the reported event. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that black dust was found in the arctic gel cooling kit during unpacking.

Event description:
It was reported that black dust was found in the arctic gel cooling kit during unpacking.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.